Event description:
It was reported that following a cardioversion, the reporter wanted help turning the device on and a power on reset message was seen. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the patient was unable to turn the implantable neurostimulator back on following the cardioversion. The patient had increased bladder symptoms secondary to the device being off for one month. On 2015 (B)(6) the patient went to the doctor and the clinician programmer was used to rebond the implantable neurostimulator and new programming was placed. The patient was then able to use the programmer. All impedances were within normal limits. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v658633, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).